Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced mesh erosion, recurrent urinary tract infections, incontinence, incision had opened up post implantation and patient had re-epithelialized. An excision of the mesh was performed.